Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in follow up. No other ra impedance increases noted. The ra lead impedances appear to be stable. With regards to the lv lead, the thresholds are not measured as capture management is off.

Event description:
It was reported that that a lead warning triggered on the right atrial (ra) lead due to undefined high pacing impedance. In addition, left ventricular (lv) capture could not be confirmed. It was further reported that pocket manipulation did not reproduce any issues with the ra lead. A review of the device data by qualified personnel determined that there was a slight increase in atrial impedance approximately two years post generator change, with noted impedance variability. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652 & 694765 lead implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.